Event description:
Healthcare professional reported unknown side "ruptured, proven on MRI". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported, left side "l breast implant not ruptured". The device has been explanted.